Event description:
It was reported that this right ventricular (rv) lead was implanted and when the parameters where reviewed, the pacing impedance was out of range. The lead was repositioned, however, the same out of range pacing impedance was observed. As a result, the physician removed this lead and successfully implanted another one. No adverse patient effects were reported. The lead is expected to be returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observation of pacing impedance high out of range.

Event description:
It was reported that this right ventricular (rv) lead was implanted and when the parameters where reviewed, the pacing impedance was out of range. The lead was repositioned, however, the same out of range pacing impedance was observed. As a result, the physician removed this lead and successfully implanted another one. No adverse patient effects were reported. The lead was returned for analysis.

Event description:
It was reported that this right ventricular (rv) lead was implanted and when the parameters where reviewed, the pacing impedance was out of range. The lead was repositioned, however, the same out of range pacing impedance was observed. As a result, the physician removed this lead and successfully implanted another one. No adverse patient effects were reported. The lead is expected to be returned for analysis. 4the device was expected for return but has not been received. Attempts to obtain further information regarding the product location were unsuccessful. If this device is returned, analysis will be performed and this report will be updated.